Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a thermally damaged c10 capacitor on the computer/analog pca. The root cause for the damaged c10 capacitor could not be positively identified. Device evaluation of battery packs sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuses were open in both batteries. The cause for the open fuses was excessive current. The root cause for the excessive current was the damaged monitor c/a board. The monitor malfunction caused the excessive current that opened the battery fuses. No adverse event resulted from the defective monitor or battery packs.

Event description:
A us distributor reported that a patient's battery packs were unable to power on a patient's monitor.